Event description:
The pt was undergoing a triple coronary artery bypass graft procedure. The catheters were placed uneventfully, under fluroscopic and echocardiographic guidance. During preparation of the chest incision site, the patient's blood pressure decreased, and the echocardiographic images suggested pericardial temponade. At stemotomy, the tip of the endopulmonary vent was soon to have penetrated the right ventricular well. The right ventricle was repaired, and a standard open-chest coronary artery bypass graft procedure was completed uneventfully.